Manufacturer narrative:
The customer confirmed that the insulin pump is functioning correctly and has been ever since inserting a new battery. Last bg: 14 mmol/l. The customer stated that she phoned to say that she has reported power error issues while on holiday; reverted back to back up plan over the last week. The insulin pump was left without battery, explained power error detected; the customers agreed to put in a brand new battery, reset time, date and go through reservoir and tubing process and call back if alarm occurs again. Advised to monitor and call back if any further issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error several times. The customer's blood glucose reading was 252 mg/dl at the time of incident. Customer was advised to input brand new battery and call back if alarm occurs again.